Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was in a car accident and needs an MRI. Lead diagnostics indicated high impedances and the ipg in unable to be set to MRI mode. In turn, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.